Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed outlet and accessories, determined usb port damage, arranged replacement pump and patient continued using current pump until replacement pump is received.